Event description:
It was reported in 2007 that the hba1c qc was not performing as expected. Olympus received a report on six months later, that a pt was treated with medication based on the result obtained on two days prior to original date. There are no known adverse effects from the medication and it's been reported to olympus that the medication has been discontinued. Olympus has sufficient info at this point to suggest that our product may have been connected to this event.

Manufacturer narrative:
Actual bottle involved in this event was not received. MFR tested retain in july 2007 and could not duplicate event. Based on another complaint (where sample was returned) from a different lot, it now appears our product may be connected. The investigation is on-going. Olympus america plans to issue a customer letter that will include the issue of quality control procedure and reagent handling. If further action is indicated, or other significant info is received through the investigation, a follow-up to this report will be filed.